Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. The patient had a seizure and has an epilepsy disorder. Technical services advised some programming options. The doctor plans to replace the electrode. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to oversensing of noise. The patient had a seizure and has an epilepsy disorder. Technical services advised some programming options. The doctor plans to replace the electrode. There were no additional adverse patient effects.

Manufacturer narrative:
This electrode was returned in two segments. The segments were thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The sense b conductor resistance measured as an electrical open, indicating a fractured or broken conductor. An x-ray shows that a fracture in the sense b conductor was observed ~2.7cm from the terminal end. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed noise and oversensing.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to oversensing of noise. The patient had a seizure and has an epilepsy disorder. Technical services advised some programming options. The doctor plans to replace the electrode. There were no additional adverse patient effects.